Manufacturer narrative:
Product analysis the device was returned with the red safety tab removed. The device was returned with the stent was partially deployed and a 0.035¿ guidewire stuck in the device during functional testing the thumbwheel could not be turned. The handle was cracked open, and it was found that the inner lumen was bunched and the pullwire was still attached to the outer shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an everflex entrust self-expanding stent during procedure to treat a none calcified plaque lesion in the mid superficial femoral artery (sfa). There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. Deployment issue occurred with stent partially deployed. There was no damage to the deployment mechanisms or device handle prior to deployment. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed before deployment. The lesion was pre dilated with a non-medtronic 6mm balloon. The device did not pass through previously deployed stent. There was no resistance encountered when advancing the device. It was reported that the stent would not release from shaft. Deployed 90% then got stuck. Physician pulled out 90% deployed stent because it would not release. No intervention was required for the removal of the device. A new stent was used to complete the procedure. There was no vessel damage noted. Patient status post procedure is unknown.